Manufacturer narrative:
The device was returned to zoll medical corporation for the customer's report no ECG signal. The device was unable to obtain a biphasic waveform and this is a correct function for a monophasic device. The reported problem was observed, however this is not an indication of a device malfunction. This investigation was closed as device meets specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged the device was unable to obtain ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.